Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked reservoir tube, broken reservoir tube lip, minor scratched display window and missing reservoir tube o-ring.

Event description:
It was reported that the insulin pump had a plastic ring around the reservoir compartment opening that was falling off. The blood glucose reading was high at 300 mg/dl, which was treated with a manual injection. The customer stated that she did not know how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.